Event description:
A consumer reported following intraocular lens (iol) implant surgery his lens rotated off axis. He stated his surgeon placed the lens at 90 degrees and it is now at 97 degrees. He reported his surgeon may rotate the lens. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested (B)(6) 2011 by fax, phone and mail. A completed questionnaire has not been received. (B)(4).